Manufacturer narrative:
Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the canl wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 204 (belt/monitor unusable).